Event description:
It was reported that on 22 january 2024, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The patient presented with severe aortic stenosis, a calcium score 6000 - distributed evenly in all three leaflets and severe left ventricular outflow tract (lvot) calcium. The navitor valve was deployed at a depth of 5mm on both non-coronary cusp (ncc) and left coronary cusp (lcc). There was no tension in the delivery system and no interaction between the delivery system and valve. The valve was under and non-uniformly expanded due to the calcification of annulus. After deployment of the navitor, the valve migrated 5-8mm into a supra annular position. The patient developed st elevation in the anterio-lateral position and angina due to semi-occluded left main coronary arterial stem. The valve was snared and placed above the coronary ostium, and the st elevation resolved itself. A replacement 23mm non-abbott valve was implanted successfully. There was no reported patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Manufacturer narrative:
An event of device migration, valve underexpansion, and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there were no intra-procedural difficulties, the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm), the annulus was calcified, and there were no deployment or retraction difficulties. It was also noted that the underexpansion was thought to be due to patient anatomy (calcified annulus), and the valve was snared for placement above the coronary ostium. Based on available information, the reported valve underexpansion is related to patient condition (annulus calcification), and the reported migration is related to the valve underexpansion. The reported improper or incorrect procedure or method is related to the user snaring the valve after deployment.